Event description:
It was reported that: pt is experiencing pain. Pt states that pain first started in (B)(6) 2011. Pt is reporting that the pain occurs when she is seated and when she stands up it is very painful. Pt also states that when she gets out of bed it is very painful. Pt is reporting that when she stands up her hip is unstable and she has fallen because the hip is weak. Pt states that she plans to get blood work done.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.